Manufacturer narrative:
The investigation for the reported product damage has been completed. The impella device was not returned for investigation. The cause of introducer damage was most likely sheath kink, but the failure type is unknown since product was not returned and due to insufficient clinical data. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 73-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The complainant reported the sheath was noted to have kinked. The peeled 14 french sheath was used to push the impella forward. There was no reported patient harm.